Event description:
Customer reported that she had experienced several low blood glucose due to her insulin pump over delivered. Customer stated that her insulin pump square bolus is not working correctly it delivered more insulin and is not recording it. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed with multiple dual/square bolus and all delivered and recorded properly in bolus history.